Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that customer received a failed battery alarm. Customer changed battery and insulin pump was blank even after changing battery cap. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was monitored for several days and no blank display was noted. The insulin pump had normal operating currents and no damage was noted to the isolation tape. No unexpected failed battery test was noted. The insulin pump passed the self test and off no power test. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.